Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code1872 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The device was found to be displaying 1872 error code message on power up. Motor failure was found to be the cause of the reported issue. For corrective action, the motor was replaced. The root cause was unknown. The product is beyond 14 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: corrections: d4: model number 6400.